Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure it was noted that patients lead exhibited failure to capture. The lead was explanted and replaced with new lead as a result. Patient condition was stable.